Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure stent damage occurred. The target lesion was located in the moderately tortuous and moderately calcified mid left circumflex artery. The lesion was predilated with an unspecified device. A 2.50x24mm promus element drug eluting stent was selected and advanced to treat the target lesion; however, the device was unable to cross the lesion. During withdrawal, it was noted that the stent struts appeared to have opened sideways. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: visual examination of the device found no issues with the returned device. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure stent damage occurred. The target lesion was located in the moderately tortuous and moderately calcified mid left circumflex artery. The lesion was predilated with an unspecified device. A 2.50x24mm promus element drug eluting stent was selected and advanced to treat the target lesion; however, the device was unable to cross the lesion. During withdrawal, it was noted that the stent struts appeared to have opened sideways. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is combination product. (B)(4).